Manufacturer narrative:
(B)(4). Initial report sent to FDA on 06/04/2014.

Event description:
Procedure type: lower anterior resection. According to the reporter: when the eea was fired, there was no audible or tactile feedback of the tissue. The proximal donut was incomplete and the surgeon stated that the staples did not fire in 25% of the staple line. The anterior portion of the staple line did not contain staples and was over-sewn to prevent a leak. There was a delay over 30 minutes. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated blood loss of more than 500cc.